Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lv-1 portion of the is-4 header showed undefined high impedance, with the other header portions showing normal impedance. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported was included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Hybrid analysis reaffirmed the electrical failure modes observed by the returned product analysis lab. Visual inspection discovered a wire within the header assembly that did not receive a proper weld between the left ventricular tip header wire and the corresponding filtered feedthrough assembly. An electrical open between the left ventricular tip of the header and the left ventricular tip of the hybrid was confirmed. If information is provided in the future, a supplemental report will be issued.